Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump was dropped, resulting in physical damage and subsequent failure to deliver insulin, and the user transitioned to backup therapy while a replacement device was sent. No reported injury, adverse clinical effects and no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and continued therapy via backup method. Customer care provided support that included device replacement logistics. The device was returned of evaluation. Investigation of this case revealed device damage consistent with impact and loss of insulin delivery function. The customer complaint was confirmed. It was concluded that the event was attributable to physical damage from dropping the device, resulting in functional failure of insulin delivery.